Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due a low voltage fault. Another ICD was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due a low voltage fault (fault code 1003). Another ICD was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.